Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was loose and could be moved around in the pocket. The physician repositioned the ipg on (B)(6) 2013. The patient is doing well and is receiving effective stimulation.